Event description:
It was reported that the patient had stimulation in his back for chronic pain and all of the sudden it seemed ¿like the sucker is acting up.¿ there was warmth around the implantable neurostimulator (ins), as well as a ¿pretty good amount¿ of pain at the ins site. The issues started maybe two days ago. The patient was recommended to contact his healthcare provider (hcp). A manufacturing representative met with the patient 9 days later. It was reported that the patient did not feel the stimulation was giving him the pain relief he needed, so he had just shut it off. He could not give dates, but it had been off longer than it had been on. The physician had decreased his percocet from 180 mg/day to 60 mg/day, but he now had a pain patch. He did not feel like had had much difference in his pain with the stimulator on or off, but that it had been a long time since he had used it and he was wanting another reprogram to see if it would help or it he should have it removed. Bilateral mid to low back was most of his pain. He had some hip pain and left leg weakness. The manufacturing representative mapped out the 565 lead first. Electrodes 5-10 were left stimulation only and 11-15 contacts gave bilateral coverage. Group b was setup: +--+, pw 300, and rate of 40. Sensor was also setup for this new group as the patient told the manufacturing representative that he would not use the device if he had to make manual adjustments. The plan was for the patient to try this new group b and then call him in about a month to discuss. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
Follow up information received reported that the patient still had concerns with their device therapy but was working with their doc tor/manufacturer¿s representative. If additional information is received, a follow-up report will be sent.